Manufacturer narrative:
H6: investigation summary: bd had not received samples, but photos were provided by your facility for investigation. The photos were evaluated and the indicated failure mode for open packaging with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit, the device experienced sterility issues. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the product had a straw protruding and sticking out of packaging, causing sterility and contamination concern.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit, the device experienced sterility issues. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the product had a straw protruding and sticking out of packaging, causing sterility and contamination concern.